Event description:
The iab was inserted into the patientin 1999. On 11/28/99 after iabp for 130 hours, an alarm sounded from the pump and blood was detected in the catheter. The catheter was entrapped and was noted that the iab did not completely deflate. Attempts were made to try to puncture the balloon. Later, the balloon catheter appeared to be deflated more and the iab was removed surgically. The patient went on to expire on 11/30/99.